Manufacturer narrative:
(B)(4). A follow up reprot will be submitted upon completion of the investigation.

Event description:
The customer reported that the light was not bright. We are considering this to be a display issue where the display cannot be read. No pt involvement.